Event description:
It was reported that during a video gastroplasty procedure, the device stapled but did not cut. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4): eval summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specification. The mfg records were reviewed and no anomalies were found during the mfg process.